Event description:
Facility reported to smi that the tubing at the male luer lock is leaking and getting loose. There was no pt injury or treatment reported with this event.

Manufacturer narrative:
The subassembly in question is a560 and is manufactured by smiths medical. This assembly is incorporated into the finished product by smiths medical. The finished product is further assembled, packaged and sterilized by smiths medical. The reporter indicated that the sample was unavailable for return. Smiths was unable to confirm the issue or determine a possible cause without returned product evaluation. No additional action is necessary at this time. Smiths considers this MDR closed with this report.